Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation also identified corrosion on the video connector and electrical contacts. A definitive root cause for the failure was unable to be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "warnings" section: if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Chapter 3 preparation and inspection: do not connect or disconnect the video connector while the power switch is on. Doing so may destroy the electrical circuitry inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during pre-use inspection for a therapeutic laparoscopic surgery, the subject device did not display. The procedure was completed. However, its unknown if the procedure was completed with the subject device. There were no reports of patient harm.